Manufacturer narrative:
Component part number and lot number are unk since the original surgery was performed in a different state and no records are available to the company agent. Add'l info will be submitted when it becomes available. This is the final report.

Event description:
Revision surgery due to tibial insert pulling off set screw.